Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that prior to use, the clip opened while locked. It was reported that prior to use, the mitraclip delivery system (cds), failed to establish final arm angle; the clip opened while locked. The device was not used, and was replaced with another cds. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and investigated. The reported inability to establish final arm angle(faa) was not confirmed as during device testing faa was able to be established. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported inability to establish faa. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.